Event description:
Hcp reported a pt receiving intrathecal morphine experienced overdose, then return of pain, then overdose again. The pt's programmed daily doses of morphine 15mg/ml were changed from 0.8 mg/day to 0.7 mg/day and then back to 0.8 mg/day. No reservoir volume discrepancies were noted. No add'l info on pt symptoms or outcome were reported. A f/u report will be sent when add'l info is rec'd.